Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The an incomplete device was returned for return as the medial condyle that had fractured off was not returned. Visual inspection found that the device had fractured at least twice, on both sides of the central post fracture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Based on the information provided it is unknown if the breakage occurred during a patient procedure. No adverse events were reported as a result of this malfunction. Should additional information be received a supplemental report will be submitted. Device received but not yet evaluated.

Event description:
It is reported that the device was broken at an unknown time and unknown place. The device received is missing pieces.